Event description:
This rv lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2012 due to lead impedance greater than 3000. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).